Event description:
It was reported that the patient underwent a skin graft procedure. The electrogram showed oversensing of noise caused due to cautery during the procedure. The patient experienced inappropriate shock due to the noise. No intervention was performed. The patient was stable.

Manufacturer narrative:
Correct event date is (B)(6) 2017.